Event description:
It was reported that the device reached recommended replacement time (rrt) after one and a half years and the physician questioned why the battery depleted so soon. An alert triggered for low battery voltage. The device had delivered therapies continuously as per programmed parameters. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.